Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), cardiac perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors (wire perforation) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The delivery system will not be returned for evaluation.

Event description:
As reported by our china affiliate, after implant of a 20mm sapien 3 implant in aortic position by transfemoral approach, a pericardial effusion occurred, which led to cardiac tamponade. An attempt was made to perform a pericardial puncture, but blood continued to drain. The patient was converted to open procedure to locate the perforation. The lateral posterior wall of the lv was sutured and fixed (the heart was not opened). The bleeding stopped and the chest was closed. The patient was stable post procedure and recovering under treatment. Per report, the perceived root cause was the wire caused the event. The patient's minimum luminal diameter measured 4.8mm with server tortuosity.